Event description:
A break in the retention dome during traction removal. The broken dome fell into the stomach; however, immediately removed under endoscopic guidance. The incident occurred about 211 days after the device placement.

Manufacturer narrative:
The complaint of a break in the retention dome is confirmed. It should be noted that only the separated retention dome was returned for eval. The dull veneer identified at the break site contains traits that are indicative of excessive force that was applied during the removal of this device. At this time the exact mechanism of damage is undetermined. Gross visual and microscopic examinations show no evidence of a defect or deformity related to the mfg process. The section that contains the feeding tube and dual feeding adapter was not returned for eval. A lhr is not possible, as no mfg lot number info has been provided by the complainant.